Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving multiple low readings on his adc blood glucose meter while using expired test strips. On (B)(6) 2017 at 7:44am, customer received readings of 73 mg/dl and 74 mg/dl on his meter and experienced symptoms described as thirstiness, frequent urination, blurred vision, and "not feeling right". Customer self-treated with sweet tea but reported his symptoms persisted. The next morning, (B)(6), customer self-presented to a doctor on the military base and a reading of 500 mg/dl was obtained on the doctor's meter. Customer was advised to go to the hospital and when he arrived he was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. Customer remained in the hospital until his blood glucose stabilized and was discharged on (B)(6) 2017 in the afternoon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory however, the readings were not taken within 10 minutes.

Event description:
Customer reported receiving multiple low readings on his adc blood glucose meter while using expired test strips. On (B)(6) 2017 at 7:44am, customer received readings of 73 mg/dl and 74 mg/dl on his meter and experienced symptoms described as thirstiness, frequent urination, blurred vision, and "not feeling right". Customer self-treated with sweet tea but reported his symptoms persisted. The next morning, (B)(6), customer self-presented to a doctor on the military base and a reading of 500 mg/dl was obtained on the doctor's meter. Customer was advised to go to the hospital and when he arrived he was diagnosed with hyperglycemia and treated with insulin and intravenous fluids. Customer remained in the hospital until his blood glucose stabilized and was discharged on (B)(6) 2017 in the afternoon. There was no report of death or permanent injury associated with this event.